Manufacturer narrative:
Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement it is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial, or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute ventricular dysfunction and/or death. The device was not returned for evaluation, as the device availability is unknown. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned from implant patient registry that a 25mm aortic valve was explanted at implant due to right coronary ostia occlusion. Per medical records the patient presented with bicuspid valve with severe as and ascending aortic aneurysm, and underwent aortic root replacement. The valve was seated well. The surgical team inspected the coronary ostia. The right coronary ostia was occluded by the valve. It was too low/close to the annulus and obstructed by the post, thus mandating an aortic root replacement. Ascending replacement with 25mm valved conduit was performed. Due to rv failure the patient was put on va ECMO and taken to the ICU in critical but stable condition. On pod #2 the right coronary artery occlusion was noted, but successfully treated with pci and she improved. On pod #7 the patient developed post-op cardiogenic shock, severely reduced lv systolic function with akinesis of inferolateral lv in addition to rv failure. Tee showed the valved conduit was well seated. On pod #10 the patient had chest exploration and washout due to pericardial hematoma, coagulopathy, and gi bleeding. On pod #11 the patient was persistently hypotensive refractory to three pressors, full ecls, and volume resuscitation with e/o profound end organ dysfunction progressing to failure. The family agreed to dnr code status and comfort care. The patient expired on pod #12. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional narratives: updated d4, h4, and h6 per new information received. The most likely cause is procedural factors. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.